Event description:
The patient reported erratic blood glucose readings from 30 mg/dl to the 200's mg/dl for about the last month. She said her normal range is 80-115 mg/dl. She stated when her blood glucose is low, she experiences a numbing sensation in her right arm and hand and in her feet. She said she corrects her low readings by eating candy or fruit or by drinking juice. The patient stated she has been under unusual stress lately as she has several members who are gravely ill and she has been traveling across the country to help them. She stated she has been so busy she has not been properly eating. She said she has also started exercising more. The patient said she needs to adjust her basal rates to her new lifestyle but has not yet had the time to do so. She stated her insulin infusion device has not given any errors or alarms to indicate a malfunction. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.